Event description:
Complaint alleged that the siderails were not latching normally. No alleged injuries reported by the account.

Manufacturer narrative:
Technician found that the siderails were not latching. The siderails hold in place when in the up position. Found: siderail latches are worn down due to normal wear and tear. Replaced the siderail latches to resolve the issue.